Event description:
Report received indicated the patient developed redness around the abdomen peristomal area. The patient used the product for three days prior to this complaint. The patient was advised after cleaning the area to apply stomahesive powder before affixing the convex moldable wafer to the affected area. Further information regarding patient results were not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4)different product applications. The report states that there are no significant trends.